Manufacturer narrative:
The pump powered up after battery installation and passed the active current test, sleep current test and self-test. However, intermittent button response noted during testing. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, however, a stuck key alarm was found in the (history file or traces) on (B)(6) 2025 03:24:40.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power alarms or alerts noted during testing or were found in the pump history/trace files. The pump was cut open to perform visual inspection and found evidence of moisture damage on the [pcba 1/keypad flex connector/motor/force sensor]. P-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, and corroded battery tube. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Stuck button alarm was confirmed in the pump history files due to moisture damage on the keypad flex connector/pcba1. Unit received with no battery cap, therefore unable to determine if battery cap contact is missing/damaged. Unit received was properly tested using a test battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a blank display. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the battery cap and the customer was advised to send accessories-1527 as a replacement battery cap when accessories-1529 is available. Troubleshooting was performed for the keypad anomaly and the serialized device was replaced. Troubleshooting was performed for the blank display and a new battery cap to be sent was advised to the customer. The customer reported receiving a stuck button alarm. The customer reported battery cap damage. The customer stated that the damage is on metal contacts. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.